Event description:
The pt reported that she activated a pod on (B)(6), and her blood glucose results were in the normal range that evening. On (B)(6), her result was 250 mg/dl, at 3:24am, and she gave herself a 1.7u bolus. She then reported results ranging from 72 mg/dl to 205 mg/dl, from (B)(6), with 149 grams of carbohydrate consumed and 7 boluses of insulin totaling 14.30u. She reported the following history for 7/29: time: 4:08am, bg result: 354 mg/dl, bolus: 4.75u; 6:58am, 363 mg/dl, 3.45u; 8:19am, 371 mg/dl, carbohydrate: 31 grams, 4.8u, 4.8u; 9:30am, (no result), 15 grams, 1u; 10:38am, 411 mg/dl, 4.4u; 12:15pm, 355 mg/dl, 1.2u; 1:51pm, 376 mg/dl, 3.65 u. At 4:10pm, she deactivated the pod. She said that she was making adjustments to her basal rate because she was a little sick, which she said was unrelated to the pod. She stated that she believed she mistakenly under corrected, causing her high results. She said that she was unable to get her blood glucose under control at home and had high ketones present, so she went to the hospital, where she was given intravenous insulin. She said that the pod was no longer available and would not be returned.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl, or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod".